Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an elevated blood glucose (bg) level of 292 mg/dl. Reportedly, the cause was that air bubbles were observed in the tubing. Tandem technical support helped customer by guiding them to disconnect from site and prime out air using the fill tubing feature.